Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the medical device discomfort, menorrhagia, abdominal pain, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian cube is a fragment of silver white coiled medical device/left fallopian tube is a fragment of silver white coiled medical device.') And pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included physical breast examination, nabothian cyst, adenomyosis, intramural leiomyoma of uterus, uterine bleeding, pain in joint, sterilization, cystoscopy and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy laproscopic total salpingectomy laproscopic and hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. 3 coils l, 1 coil r. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: event: 'present in the lumen of the right fallopian tube is a fragment of silver white coiled medical device'. Was added. Lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian cube is a fragment of silver white coiled medical device/left fallopian tube is a fragment of silver white coiled medical device.') And pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included physical breast examination, nabothian cyst, adenomyosis, intramural leiomyoma of uterus, uterine bleeding, pain in joint, sterilization, cystoscopy and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy laparoscopic total salpingectomy laparoscopic and hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015. 3 coils l, 1 coil r. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Batch no c22908. Production date 2014-02-06. Expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, abdominal pain, back pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this report was detected to be a duplicate to record # (B)(4) (received on (B)(6) 2019) from which all information was transferred to this record (B)(4), then duplicate record # (B)(4) will be deleted. New: essure indication was updated: "permanent birth control" and insertion date was specified to "(B)(6) 2015" (previously: (B)(6) 2015). Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.